Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia and was hospitalized on (B)(6) 2020 and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 489 mg/dl at the time of the incident. The insulin delivery was suspended due to the difference between the sensor glucose and the blood glucose. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was 116 mg/dl. The customer reported that the difference was occurring with a previous sensor. The sensor will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Notes did not say it was threshold suspend or suspend on low or suspend before low. The sensor glucose value that triggered suspend was 116 mg/dl.